Manufacturer narrative:
On 21-mar-2024, bwi received additional information regarding the events. Patient has fully recovered. Transseptal puncture was performed with rf (radiofrequency) needle. No ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The wire was referring to the guidewire that is utilized with the sheath. The sheath used was an agilis sheath. Additionally, the product investigation was completed as the device was not returned. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31185135l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a marshall venography with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During marshall venography, a small branch from the cs (coronary sinus) was perforated with a wire. Since the patient's vitals were stable, the procedure was continued, and pericardial fluid drainage was performed after the procedure was completed. No abnormalities observed prior to or during use of the product. Physician¿s opinion on the cause of this adverse event was the procedure. Patient has improved.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).